Event description:
Additional information reported that the patient experienced serious pain and burning in the back area. It was reported that the implantable neurostimulator (ins) was replaced. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient¿s first implantable neurostimulator (ins) had to be replaced after an MRI (2012) because it ¿burnt up.¿ it was mentioned that the patient had 5-6 MRI¿s previously without issue. It was stated that after the MRI, the patient could feel burning at the lead site right away. The ins was reportedly turned off. It was noted that the patient¿s first ¿wire broke inside¿ and was unable to be removed. The patient was calling for further guidelines on MRI for current system. The patient needed an MRI of the knee due to an unrelated issue.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v593553, implanted: (B)(6) 2011, explanted: unk; programmer model 3037, serial# (B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v593553, explanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s old doctor told him that it was ok to have an MRI, as long as the implantable neurostimulator (ins) was off. The patient went to a different doctor and had the ins replaced. During the replacement, it was said that ¿some wiring¿ was left in his body.¿ it was also stated that the patient had back problems after the MRI, but had since subsided.

Event description:
It was reported that the patient had a coil-type MRI of his upper legs on (B)(6). The MRI was not related to the device or therapy, it was a separate issue. The ins was turned off during the MRI, but the patient felt heating during the MRI over the stimulator and below the stimulator where the leads connect to the back a few inches below the stimulator. The patient went to the ER after the MRI and had an x-ray taken. He was told that inflammation was present and he was given medication and sent home. It was noted that the patient had multiple full body MRI scans in the past with no issues, but something was different about this MRI and they only were able to complete one scan. Several days after the scan the patient was still feeling burning below the ins, but it was not as bad as during the MRI. The patient had not had the ins checked by his interstim physician since the MRI, however he stated that he met with a manufacturer representative who discovered that the ins "shorted out due to the MRI". The patient planned to have the ins explanted on (B)(6). There were plans to be re-implanted once the MRI tests on the patient's thigh were complete. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v593553, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(4) 2014, UDI#: (B)(4). Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient repeated previously reported information and indicated that they still had a burning sensation in their back where the lead was since the lead had burned up from the MRI. No further complications were reported.